Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a vasospasm after off label ablations of the mitral isthmus. After the pulmonary veins had been isolated mapping was performed and identified areas around the mi that needed treatment. The physician decided to treat with the farawave and decided to not administer nitroglycerin ahead of time. After the mi ablation they observed st segment elevation and nitroglycerin was administered at that time due to a suspected spasm and the patient's st segment returned to normal within 2 minutes the patient was considered fully recovered after the procedure. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.